Event description:
As reported, during an angiographic procedure utilizing a boston scientific convenience kit, air entered the catheter (not included in the kit) and was injected into the patient. Upon examining the set- up, the end user hospital believes that the air leak was where the tubing in the kit was connected to the manifold. The patient was moved to the ICU complaining of headache and loss of vision. The following day the patient was fine. The used device is reportedly being returned for evaluation.

Manufacturer narrative:
Although it has been indicated that the used product will be returned, the product has not been received by the manufacturer. Therefore a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.